Event description:
This lead was capped and a new OEM lead placed in the lateral vein to improve lv function. There were no adverse patient side effects. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.